Manufacturer narrative:
This report is submitted on july 25, 2023.

Manufacturer narrative:
This report is submitted on february 23, 2023.

Event description:
Per the clinic, the device was explanted on (B)(4) 2023 due to pain and performance decrement. It is unknown if there are plans to reimplant the patient as of the date of this report.